Manufacturer narrative:
The 14 fr esheath was returned to edwards lifesciences for evaluation with a 26 mm commander delivery system, which was partially inserted through sheath. The delivery system was locked with no flex or fine adjust in use and the loader cap remained on the flex shaft. The esheath was visually inspected upon return. The sheath liner was expanded 7'' from the distal strain relief, the remaining 4.5" unexpanded. The distal tip remained unopened. Minor soft tip damaged was observed. The valve remained on the delivery system, exposed through the liner tear 6'' from the distal tip. One bent outflow strut of valve was exposed. A liner strand was located 4.75'' from the distal strain relief, and 1.5" in length. The sheath shaft was punctured, approximately 5.75" from the distal strain relief. During functional testing engineering advanced the associated returned delivery system through the sheath. The liner expanded and sheath distal tip opened as designed. Photos of the device were provided for evaluation. The crimped valve had bent strut that was exposed through sheath liner. Additionally, there was a liner strand where the valve remained in the sheath shaft. During dimensional inspection, the sheath liner thickness was measured along the length of the liner tear and liner strands. A sheath liner thickness deviating from specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. Furthermore, the flex tip outer diameter of the associated delivery system was measured. An outer diameter deviating from specification could contribute to resistance during delivery system insertion and/or be indicative of a manufacturing non-conformance. All measurements met their respective specifications. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders above did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed a complaint related to work order. The complaint was unable to be confirmed. Available information suggests that patient factors (access vessel calcification / tortuosity) may have contributed to the reported event. IFU for esheath, IFU for commander delivery system, device preparation manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. Although the complaint for ''introduce and navigate system through sheath / access vasculature - resistance between system components - inability to advance through sheath'' was confirmed, a complaint history review is not required as the issue has been previously identified in a pra. Each of which capture root cause analysis for the issue. Regarding sheath liner tear, sheath liner strand and sheath punctured, a complaint history review on confirmed device complaints (returned and no product returned) from june 2020 to may 2021 for the esheath introducer set (all models and sizes) was performed with the related codes identified below. Of the root causes identified, procedural factors (valve caught on liner, excessive manipulation) was potentially applicable to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required for the inability to advance through sheath. However, per management discretion, a pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risks outlined in the pra remain the same. The pra documents the potential for ''difficulty introducing delivery system through sheath, resulting in procedural delay,'' which did occur during this event. Trending analysis indicates complaint rates are within the applicable trending control limits for may 2021 (''resistance between devices'' for s3u/commander/esheath configuration). The pra remains applicable and no further action is required. Regarding the sheath kink, liner strand and sheath liner torn, since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Regarding the inability to advance through sheath, as there was no confirmed edwards defect, no corrective or preventative actions are required. However, after review of the similar reported issues per the pra, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in the control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve (part description/number are reflective of old design) from this complaint event was manufactured prior to corrective action. The CAPA owner has been notified. Regarding the sheath liner torn, sheath liner strand and sheath punctured. As there was no confirmed edwards defect, no corrective or preventative actions are required. The complaints were confirmed based on the condition of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''when inserting the valve through the 14f esheath there was unusual force associated with valve insertion. To prevent any vascular trauma it was decided to remove the entire ds and esheath as a whole unit.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' It is possible that patient factors can contribute to the complaint event. The case notes revealed the patient had ''moderate tortuosity and mild calcification'' of the access vessels. It is possible that patient factors can contribute to the complaint event. Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionally, the complaint description reports, ''as per medical opinion, the root cause of the resistance to advance through the esheath was user error, not inserting the loader capsule completely into the esheath prior to ds insertion.'' If the loader was not inserted through the sheath properly, the crimped valve area is exposed during insertion of the delivery system into the proximal end of the sheath. This could lead to the valve struts to catch in the sheath housing or strain relief area and could further cause the resistance reported. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (tortuosity/calcification) and procedural factors (incomplete loader advancement) may have contributed to the complaint event. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. The liner tear, strands and sheath punctured were likely occurred due to excessive device manipulation during advancement of delivery system with a damaged valve. As the device was manipulated to overcome the observed resistance and continue to advance forward, it may have resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the sheath liner and sheath shaft, leading to the observed liner tear, liner strand, and shaft puncture. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner, valve caught on sheath) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case, this for the liner strand. Please reference related manufacturer report no: 2015691- 2021- 03222 for the valve bent strut.

Event description:
As found reported by our affiliates in (B)(6) , when inserting the 26mm sapien 3 ultra valve via transfemoral approach through the 14 esheath there was unusual force associated with valve insertion. During midway of the delivery system insertion, it was suspected that the liner tore. To prevent any vascular trauma, it was decided to remove the entire ds and esheath as a unit. A second 26mm s3u valve was prepped and a 16f sheath was used in an attempt to reduce the push force. The valve was successfully deployed. There was no patient injury, and the patient has been discharged and doing well. As per pictures provided, a bent strut and a liner strand was found.